Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit fractured. No known impact or consequence to the patient occurred as a result of the malfunction. Attempts have been made and no further information has been provided.

Event description:
It was reported that the drill was broken after being dropped while attached to the motor cable. No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code- mechanical (g04) ¿ drill no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The root cause of the reported issue is attributed to a user error. It was reported that the drill was dropped while attached to motor cable. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.